Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not getting appropriate p-wave sensing when the patient's optimizer was turned on. It was noted that the r-waves were labeled as premature ventricular contractions (pvcs). Technical services (ts) reviewed the reports and noted that it looked like there was farfield oversensing of the ventricular signal on the atrial channel. Ts noted that the undersensing was due to the sensitivity programming. Ts provided reprogramming suggestions. The device remains in use. No adverse patient effects were reported.